Event description:
It was reported that after approx half of a vascular/biliary stent had been deployed, the stent jumped forward. Another stent was implanted to completely cover the intended site of treatment and appose the first stent to the vessel wall. No pt injury was reported.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.